Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having discomfort at ipg site. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient was having discomfort at ipg site. The patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was having discomfort at ipg site. The patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference